Event description:
The rptr stated that rptr did meter to lab comparison tests. The tests were done in a fasting state, with rptr taking rptr's meter to lab, and tests were done within 10 minutes. Rptr's meter test (capillary) was 130 mg/dl, and the venous draw lab test result was 180 mg/dl. Rptr did not have any symptoms. Control solution was not available to test strips. On follow up, the rptr stated that rptr checks the confirmation dot for enough blood. No harm was alleged.